Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal end of the subject device burnt after using argon probe. "Argon probe is said to have had a lateral crack". Per the report, the issue was found "after procedure (upon completion of procedure, device no longer used on patient). There was no patient harm, no injury reported due to the event.

Event description:
It was reported the distal end of the subject device burnt after using argon probe. "Argon probe is said to have had a lateral crack". Per the report , the issue was found "after procedure (upon completion of procedure, device no longer used on patient). There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover burnt. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.